Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. As the customer did not have any additional cartridges available at the time of the call, it was indicated that the customer would use insulin pens until she was able to obtain a new cartridge. The following day, the customer called back to state cartridges were obtained and everything was "working well".